Manufacturer narrative:
(B)(4).

Event description:
The customer reported observing traces of dried diluent on the rocker belt and stripper plate area of the coulter lh 750 hematology analyzer. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) observed a crack in the needle and diluent sprayed out during the needle rinse. The fse indicated that the leak was contained within the instrument. The fse replaced the needle and performed a blood detector for needle vent line calibration without further issue. Repair was verified and results met published specifications.